Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in a hypoglycemic event. At the time of the call to dexcom technical support no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).